Event description:
Patient outcome: additional information received on 07feb2020: the pt is being placed on anticoagulants for now and being monitored closely / rescanned soon.

Manufacturer narrative:
Manufacturer ref#: (B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref#: (B)(4). H6) ec method code: device not accessible for testing (4117). Summary of investigational findings: a 19-year-old patient with blunt trauma to his thoracic aorta underwent emergency endovascular repair on (B)(6) 2016 and had a zta-p-24-105 implanted. The left subclavian artery was transpositioned to achieve a better landing zone. At the 3-year follow-up 17oct2019 thrombus formation within the graft was observed. The patient was placed on anticoagulants and close monitoring. Pre-implantation cta and follow-up cta prescription x-rays were provided and reviewed by an imaging expert. Per the findings of the imaging review the proximal sealing stent expanded to 18mm x 16.5mm. The distal seal stent was constrained to 16mm x 17.8mm. The endograft terminated at just proximal the t7 endplate. The zta¿s approximate implantation length of the was 94mm. Per the imaging reviewer¿s impression, the confirmed graft diameter oversizing and shortened implantation length would have resulted fabric folds and pleats. These increase the probability of thrombus accumulation within the endograft. Review of the device history file gave no indication of the device being produced out of specifications. Per the instructions for use sent with this device the stentgraft with a diameter of 24 is intended for use in aortas with a vessel diameter of 20-21 mm. Based on the provided information no exact cause for this event can be established, however fsca z-2099-2017 addressed thrombus formation in btai patients treated with zenith thoracic alpha devices and long-term actions were implemented on 10oct2017. These actions included removal of the btai indication and removal of smaller devices (under size 24). It is noted that the device is oversized for this patient. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Correction: d2:common device name investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: emergent endovascular repair of thoracic aorta; transposition of left subclavian was performed to achieve optimal landing zone. Patient outcome: additional procedure may be done, this is currently being decided upon by the physician. At 3 year follow up (oct 2019) thrombus formation within the graft is observed; no surgical action has been taken as of yet.